Event description:
It was reported that the paramedics were called to the house due to low blood glucose levels. The blood glucose levels were not reported. Troubleshooting was performed and a review of the insulin pump settings revealed numerous boluses were delivered prior to blood glucose levels being low. It was reported that the customer is calculating the bolus estimates and not using the bolus wizard feature of the insulin pump. The insulin pump passed the fixed prime delivery test. No other troubleshooting was performed. No other information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.